Event description:
An endurant aortic cuff was implanted in patient for endovascular treatment. It was reported that during the implant procedure, the endurant aortic cuff did not fully deploy. After the spindle was recaptured, the tapered tip became caught on the aortic cuff. No additional information was obtained.

Event description:
Additional information received reported that the cuff was placed proximal to the bifurcate. The patient presented urgently. The physician believed the bifurcate was implanted a bit low. The physician reportedly thought that the cause of the cuff deployment issue was because "the hooks might have been hung up on something." The physician further commented that they were not sure as to what cause the tapered tip to become caught on the cuff; but they did state that they may not have removed it properly and did not rule out physician error. The physician was also not sure if they recombined the tapered tip with the graft cover. The patient was stable after the procedure.

Manufacturer narrative:
Product analysis results are: the complaint could not be confirmed as the event occurred in vivo and could not be replicated during device analysis. In addition, the device was returned in a manner that made it difficult to replicate the reported failure (kinked lumens during return shipment). A potential root cause could not be conclusively determined during analysis; however, the physician¿s technique and not following the IFU may have contributed to the event. Film evaluation results are:the cause of the events could not be determined from the limited images provided. The pre-implant anatomy is unknown, and pre-implant and post-implant films were not available for review. The cause of the low placement of the bifurcate could not be determined. The cause of the aortic cuff deployment difficulties with the resulting suprarenal stent malposition, likely entanglement and possible type I endoleak, also could not be determined. Images during the bifurcate and aortic cuff deployment, tip capture, and delivery system removal were not seen in the films provided. These events were likely user related. It is possible that the patient's anatomy may have also contributed.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.